Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was some interaction with cardiac structures during deployment, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer septal occluder was chosen for a procedure using a 9f amplatzer trevisio intravascular delivery system. After the mitraclip procedure, a right left shunt and oxygen saturation (spo2) got declined. So a amplatzer septal occluder was chosen. During procedure, the device had a cobra deformation. After retrieving the device from patient anatomy, it was checked then advanced to patient anatomy again but cobra head had occurred again. The deformed device was never released from the delivery cable while inside the patient. There was some interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. A new 7mm amplatzer septal occluder and 8f amplatzer trevisio intravascular delivery system was chosen and completed the procedure. The atrial septal defect (asd) was closed and spo2 got stabilized.